Event description:
This system was explanted due to noise and fracture on the rv lead. No known impact to patient. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.